Event description:
A caller reported that the t: slim x2 pump battery would not charge and the pump screen was dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support (cts) instructed the caller through various troubleshooting steps, including using different charging cables and adapters, but the issue persisted. Consequently, cts arranged for a replacement pump to be sent to the caller, who would revert to multiple daily injections (mdi) as backup insulin therapy. The caller was instructed to return the malfunctioning pump to tandem.